Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. The physician needed to re-puncture the atrial septum during the procedure. After withdrawing the watchman access system (was), the physician found an unknown structure, that was white and soft, attached to the top of the was. It could not be confirmed what the unknown structure was but it was confirmed to not be thrombus. The procedure was completed with another of the same device. No damage and no patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system with the dilation snapped into the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed damage to the tip (misshapen). Inspection of the rest of the device found no other damage or defect to the device. Analysis (visual) of the customer supplied photos revealed the inner ptfe lining of the soft tip had partially delaminated and stretched. Damage to the device was confirmed.

Event description:
It was reported that tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. The physician needed to re-puncture the atrial septum during the procedure. After withdrawing the watchman access system (was), the physician found an unknown structure, that was white and soft, attached to the top of the was. It could not be confirmed what the unknown structure was but it was confirmed to not be thrombus. The procedure was completed with another of the same device. No damage and no patient complications were noted.